Manufacturer narrative:
H3: the pump was returned and analysis determined that there was residue in the motor gear train and wearing on the shaft of the gear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter is a patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 500mcg/ml gablofen at 50mcg/d ay via an implantable infusion pump for an unknown indication for use. It was reported that the patient went into federal prison and did not get refilled, subsequently a motor stall occurred. Multiple motor stalls and recoveries were noted in the logs, and the last stall did not recover. A "stopped pump period may exceed tube set" message was noted in the logs. It was reported that a doctor determined after a pump interrogation that the patient needed a managing pump healthcare professional (hcp) and a pump replacement. The pump and catheter were replaced on (B)(6) 2018. The catheter was patent but the doctor opted to implant an acsenda catheter. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.